Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and discovered that the leak was in the right front of the lh500 analyzer. Upon further inspection the fse found that the tubing at pinch valve (pv) 27 was leaking erythrolyse. The pv27 opens erythrolyse ii reagent path to erythrolyse ii reagent pumps (pm6) and (pm7). The fse replaced the affected tubing, and no further evidence of leaking was observed. The cause of the leak was the tubing at pv27. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the coulter lh 500 hematology analyzer was experiencing differential background failures and leaking. The volume of the leak is unknown and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated as a result of this event.